Event description:
Boston scientific received information that during a procedure for a routine pulse generator change out, the physician noted this right ventricular lead pin had separated from the ring and the inner conductor wire was crushed and visible between the proximal lead pin and the two sets of sealing rings. No further information could be obtained about the procedure or lead damage from the reporting competitor representative or a boston scientific field representative about the event. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.